Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 h7; h9 and h11. Corrected fields: e1; g4. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charge coupled device) was broken; image was purple; fibre bonding in the outer tube area (distal end) was damaged; laser light cable (llk) plug of the video cable section contains foreign material. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had red image. There were no reports of patient harm.